Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. In right ventricular outflow tract - (rvot), while operating the thermocool® smart touch® sf bi-directional navigation catheter, blood pressure suddenly dropped. Pericardial effusion was confirmed, and drainage was performed. Timing was two hours after the puncture. No action was taken on the carto 3 side. After drainage, the procedure was continued and completed without any problems. Description of health problems was a cardiac tamponade. Atrial septal puncture was not performed. The ablation was performed about five times before pericardial effusion or tamponade was identified. The thermocool® smart touch® sf bi-directional navigation catheter was then moved and manipulated for about an hour to reach the target, after which the blood pressure suddenly dropped. No steam pops were observed. It was not during ablation. Progress was fluid subsided after one drainage. Causal relationship with the product was unknown. Physician's judgment on health hazard was non-serious (moderate/minor). The physician believes that it was not due to a product defect. It is possible that the right ventricle (rv) free wall was overloaded because the sudden change of the blood pressure occurred while the catheter was being manipulated long after the ablation had been performed. There were no abnormalities observed prior to and during use of the product. The flow rate setting of the irrigation catheter was 8 ml/min for 25w. Cf monitoring methods was dashboard and vector. Visitag coloring settings was tag index. Additional information was received. Outcome of the adverse event was improved. No messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Additional information was received on 15-oct-2023.the patient did not require extended hospitalization, because the symptoms were minor. Pump switching from "low" to "high" flow during ablation. Recommended setting was used and no error messages observed on biosense webster equipment during the procedure. In addition, the generator product information was provided. Therefore, added to the d10. Concomitant medical products and therapy dates section. The investigation was completed on 08-nov-2023. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31079943l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).